Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of device episode report indicates that the patient received therapeutic shock on (B)(6) 2024. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Shock delivered notification was received on the helpline queue. Customer care called the patient and was able to talk to the patient's caregiver who reported that the patient was at home complaining of shortness of breath. The patient's caregiver called 911. Patient told the hospital staff that they felt like they got a therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.